Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level was 480 mg/dl. Customer waited an hour and a half and it came down a bit. Customer took an injection. Customer received a max bolus message. Customer was assisted with changing the max bolus. Customer found the cannula was bent. Pump settings were correct. Customer did a complete set change. Customer stated that the cannula is occluded. No additional information provided.